Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the clip could not be loaded and failed to lock". No patient harm or injury, the patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Upon further review, it was determined that this complaint was created in error, thus, the initial MDR submitted on 02 june 2025 should be retracted. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the clip could not be loaded and failed to lock". No patient harm or injury, the patient status is reported as "fine".